Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 23 mg/dl. Customer alleged low bg was due to taking an extended nap. Insulin delivery via the pump was stopped and sweet tea was consumed. Due to stopping insulin delivery, bg elevated to 600 mg/dl. Customer went to the emergency room (ER) and was treated by resuming pump insulin therapy. Customer left the ER feeling better.